Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the physician placed the clip and observed that hemostasis was not achieved. Further info received revealed that the vessel locator wings may not have touched the "inside of the vessel wall" when the physician withdrew the system before the sheath was completely split. Hemostasis was achieved with manual compression. There was no reported adverse pt sequela. No add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.